Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device was replaced due to over-discharge. It was stated that, in 2008, pt's device was not covering their pain, and multiple reprogrammings were unsuccessful. As a result, the pt stopped using and charging their device, resulting in the over-discharge. The pt's entire system was replaced with a primary cell device. As of this report, the pt was doing well, and therapy had been restored.